Event description:
The customer reported high rex numbers related to images taken. It is possible that the images were retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Gender info was not provided. (B)(4). Review of the reported problem concluded that the images were overdosed. No new problems have been reported. The dealer service representative also indicated that changing the sensor cable may have fixed the problem. MFR cross-reference #: (B)(4).